Event description:
Info indicated that the bed would not go into tend when the lever was released. No injury reported.

Manufacturer narrative:
Tech isolated the problem to bad valve. Replaced the valve to resolve this issue.